Event description:
The manufacturer received information alleging maintenance required. There was no harm or injury reported. The ventilator was returned to a third-party service center and during evaluation, an error code related to the charging of the battery was found on the device. Evt_battery_not_charging_fault means the internal or detachable li-ion battery us not charging due to a hardware fault for more than or equal to one minute. The detachable battery was replaced to address the issue. Additionally, an error code related to the motor was found on the device. Evt_motor_flux_magnitude_runtime means the motor flux measurement is too high or too low when the motor is in the run state. Most likely the impeller is stuck, no longer spinning, or motor fault occurred on the system board. The system board was replaced to address the issue. This issue is not related to the reportable malfunction/issue.